Manufacturer narrative:
Manufacturer investigation conclusion: the report of a "pump not inserted" error could not be confirmed nor reproduced during testing of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The motor was tested for an extended period of time, including overnight, with its related 2nd gen primary consoles and flow probe. The motor always performed as intended. No "pump not inserted" alarm or any other error messages were reproduced during testing. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. Insulation and continuity testing of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Sections d5, e1, h4: additional information. Section f9: approximate age of device - 1 year, 4 months from manufacture date to event date. Section h5: correction.

Manufacturer narrative:
D3, g1-g2: correction.

Manufacturer narrative:
Approximate age of device: will be provided upon investigation closure. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a centrimag device on an unspecified date. It was reported that both centrimag 2nd generation consoles experienced a "pump not inserted error" while in use on a patient. Circuit lines were checked for occlusions. The pump head was checked for correct placement to motor. The pump head was removed and re-seated in the pump motor; however, the alarm persisted. The account attempted to disable the alarm but it did not clear. The pump head was then inserted on a spare/back-up centrimag motor with a different console, bi-ventricular assist commenced immediately, and returned to full flow. No injury nor adverse outcome was a result of the event. No further information was provided.